Event description:
During a cystoscopy transurethral resection of prostate. Arcing, popping and visible smoke was noted with the 27 french. The pac cord along with the vaportrode was switched out and replaced with the loop. Ten mins into the procedure smoke appeared again. Then everything was replaced. No injury to the pt.